Manufacturer narrative:
Covidien reference: (B)(4). The service engineer (se) evaluated the ventilator and replaced the touchframe printed circuit board (pcb), which resolved the issue. The ventilator passed self testing.

Event description:
Report received of an 840 ventilator with a unresponsive touchscreen. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.